Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the on (B)(6) 2022. On (B)(6) 2022, the patient experienced vomiting and dka (diabetic ketoacidosis), the cgm was reading low mg/dl and the blood glucose reading was 200 mg/dl. The patient first started vomiting 2 days prior to the event and was finally taken to the emergency department (ed) on (B)(6) 2022 where the blood glucose reading was 700 mg/dl, the tandem pump was displaying approximately 120 mg/dl. Because of the inaccuracies, the tandem pump was not delivering enough insulin treatment to the patient, sending the patient into dka and being hospitalized (no information about how long the patient was hospitalized or treatment received). No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.